Event description:
It was reported that the patient went to the emergency room having a near syncopal episode and had a hit to the face. It was also reported that the right ventricular (rv) lead had intermittent capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.